Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, unspecified medications were delivered IV push through the clave y-sites. The customer contact reported that "gaps of air" were noted in the tubing sets after the unspecified medications were delivered. The air was removed from the tubing sets and the therapies were resumed. The customer contact reported no air was delivered to the patients. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
A device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.